Event description:
Upon arrival at the scene of a cardiac arrest, the thumper cardiopulmonary resuscitator was applied to the patient. It was reported that the device would not perform compressions. The device was removed from the patient and manual CPR continued. The patient had been in cardiac arrest for 45 minutes prior to the arrival of ambulance and the attempted resuscitation.